Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user forgot to announce a meal and contacted support more than 30 minutes after eating, with concurrent blood glucose readings of 215 mg/dl by sensor and 234 mg/dl by fingerstick; the agent advised against announcing the missed meal to avoid insulin stacking and recommended monitoring for 1 to 1.5 hours to allow automated corrections. Symptoms included hyperglycemia without reported illness or distress. Outcomes included no alarms, no alerts, no hospitalization, and self-monitoring for trend downward under system correction. Investigation included a review of user-reported blood glucose values, assessment of use error related to a missed meal announcement, and provision of education on appropriate timing for meal announcements and correction expectations. Investigation of this case revealed use error due to a missed meal announcement, with the device functioning as designed and the automated correction feature engaged to address elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was user error related to delayed meal entry, with no device malfunction identified.